Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced elevated blood glucose upon waking, confirmed by a fingerstick of 350 mg/dl, without unannounced food intake, supply issues, or dosing interruptions indicated, and the patient disconnected and administered 10 units of subcutaneous insulin via pen; the cause of the hyperglycemia was unclear. Symptoms included hyperglycemia. Outcomes included no reported health consequences or impact. Investigation included communication with the patient and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.